Event description:
It was reported that the patient contacted support while out of town after accidentally dropping and breaking a cartridge while attempting to perform a supply change. As this was the patient¿s last available cartridge, the patient was unable to complete the supply change and remained disconnected from the insulin delivery system without insulin for approximately eight hours. The patient later obtained a prefilled insulin cartridge from a pharmacy and requested assistance to ensure correct use, as this was their first time using a prefilled cartridge. The patient was successfully guided through a full supply change and insulin delivery was resumed. The patient reported elevated blood glucose levels, with a highest recorded value of 385 mg/dl and stated that blood glucose levels had been above target range for approximately eight hours. Device alerts for sustained elevated glucose were reported. The patient inquired about using a meal announcement to lower blood glucose levels and was advised against this, with education provided that the system would automatically deliver corrective insulin. Additional education was provided regarding disconnecting from the device if backup insulin injections were to be used. The patient reported feeling well and elected to allow the system to provide corrections without administering backup insulin. Follow-up contacts indicated that the patient continued to feel well, although blood glucose levels remained elevated for a period. The patient planned to announce an upcoming meal in accordance with standard use. Subsequent follow-up confirmed that blood glucose levels returned to within range and the patient reported no ongoing issues or concerns. No ketone testing, professional medical intervention, or additional assistance was required, and no immediate adverse health effects were reported during the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.